Event description:
It was reported that high impedance and low output current was observed upon interrogation of the patient's device. X-rays were noted to be taken and is available for review. X-ray images were received and was analyzed. Based on the x-rays received, the cause of high impedance cannot be confirmed. However, the observed bundle of coiled lead can most likely be attributed to patient manipulation. The image quality and coiling prevent confident assessment of any fracture present. The likelihood of a fracture due to patient manipulation but should be investigated further in surgery. Furthermore, microfractures on the lead cannot be ruled out as contributory. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6. Investigation conclusion. Corrected data, initial report inadvertently indicated incorrect data.